Manufacturer narrative:
Heartsine has made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. The device was not returned to heartsine for investigation. No additional information will be forthcoming at this time. The cause of the reported issue could not be determined. If the device is returned to the manufacturer the investigation will be reopened.

Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine's investigation was unable to confirm reported fault. Throughout the investigation this was not confirmed as the auditory advisory prompts issued by the device were audible and clear with no omissions from the dialogue. No measurable fault was identified with the speech circuitry, speaker or speaker cable that would have caused no audio prompts to be emitted. Information from the technical log shows that the device issued the advisory speech prompts during the manual power cycles on multiple occasions prior to receipt at heartsine. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.